Manufacturer narrative:
Analysis was performed and no anomalies were found, however the distal conductor of the lead became extrinsically fractured due to over-rotation, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.